Event description:
It was reported that the ventricular capture management (vcm) showed rising thresholds, but in office the thresholds were lower than those found via vcm. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.